Manufacturer narrative:
(B)(4). Per the user facility, the error message was displayed on the central control monitor (ccm) at start-up. This complaint is related to (B)(4) / medwatch #1828100-2018-00035.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a message about the batteries not charged was displayed. The unit was rebooted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 02-jan-2018, the second time the system is powered up the power manager reports the following: supply voltage failure/0/12, (B)(4)/(B)(6) 2018 07:32:20. Supply voltage failure/0/13, (B)(4)/(B)(6) 2018 07:32:40. Supply voltage failure/0/12 = ID_battery_circuit_fail (in mv). Supply voltage failure/0/13 = ID_battery_power_fail (max startup current in ma). This will cause the "battery cannot be charged" message in the perfusion screen. After a power cycle these events no longer occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.